Event description:
The customer reported that they observed a black particle (1-2 mm) in the platelet concentrate when checking the platelet swirl. Patient information is not available at this time. Caridianbct is awaiting the return of the disposable set for evaluation. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Caridian bct internal ref: (B)(4). Debris sample was received in (B)(6) and submitted for ftir analysis. Investigation evaluation and corrective actions are in process. A f/u report will be provided.